Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) and chloride (cl) results generated by unicel dxc 600i synchron access clinical system for 23 patient samples. The results were not reported out of the laboratory. The repeat tests performed on an alternate instrument produced higher results that matched delta checks. The repeat results were reported out of the laboratory. There was no effect to patients or to the user.

Manufacturer narrative:
Qc prior to and after the event was within the established ranges. Bci field service engineer (fse) inspected the unit and no issue was noted. The fse checked the last 3 calibration reports and the results were all within the specifications. Per the fse, the customer does not spin the samples long enough and does not inspect plasma samples for the presence of fibrin. The fse educated the supervisor and lead technician on proper sample handling. The fse also provided documentation on proper sample handling procedures to the customer.